Manufacturer narrative:
Omit a1402 - excess flow or over-infusion (1311). Omit b17 - device not returned. Omit c20 - no findings available. Omit d15 - cause not established. Additional information: imdrf annex a code. Imdrf annex g code. Imdrf annex b code. Imdrf annex c code. Imdrf annex d code. Manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 1000ml bag of IV fluid that was programmed to deliver 100ml/hr and should have lasted 10 hours, running in over a period of about 2 hours. There was no injury to the patient. Patient diagnosis - alcohol withdrawal delirium. No product will be returned.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the 1000ml bag of IV fluid that was programmed to deliver 100ml/hr and should have lasted 10 hours, running in over a period of about 2 hours. There was no injury to the patient. Patient diagnosis - alcohol withdrawal delirium. No product will be returned.